Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Atrial noise was also reported.

Event description:
It was reported that the patient experienced feeling tired and lack of energy. A chest x-ray revealed that the atrial lead dislodged. The lead was repositioned.